Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the caller stated they checked leads in surgery and the impedances were normal. At the follow up appointment they had low impedances on pair 01. The caller read the following values from a report: c0 653, 1641, 2 813, 01 low, 02 881. The caller stated that the patient had a surgery unrelated to the dbs system between the implant and the follow up appointment. Additional information was received: it was reported that they programmed around the short to try to resolve the issue, but the issue hadn¿t resolved.